Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and pump was "not as functional". Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.